Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported several instances of the male luer of their primary tubing cracking and "pieces falling off." They stated the patients were coming back from surgery with an extension set on the tubing, and the extension set seemed to be a common factor to the breaking.